Event description:
Caller reported that the screen of their pump was unresponsive, which impacted their ability to interact with the device. There was no adverse impact to the customer's blood glucose level. Customer was advised by technical support to use multiple daily injections (mdi) as backup insulin therapy in the meantime. Technical support arranged to replace the pump with one that has the updated software, and the customer acknowledged the need to program settings and connect their cgm to the new pump. The caller was instructed to place the old pump in storage mode and return it within 10 days using the provided ups return box to avoid charges.